Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, right ventricular noise oversensing was visible on some recorded episodes. The company representative would like to know if this behavior is linked to the issue on the df4 connector. Preliinary analysis showed that, based on available data, no issue is suspected on the ICD.

Manufacturer narrative:
The sequence of events was corrected (typo). (B)(4).

Event description:
Reportedly, right ventricular noise oversensing was visible on some recorded episodes. The company representative would like to know if this behavior is linked to the issue on the df4 connector. Preliminary analysis showed that, based on available data, no issue is suspected on the ICD.